Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Phone number: (B)(6). The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacturer date: unknown, as the serial number was not provided. (B)(4). Attempts to obtain additional information was conducted, however there was no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the patient's right eye with a goal refraction of -2.25. Vision pre-operation was described as "hand motion vision." The lens post-operatively luxated downwards and significantly affected the patient's daily activities. The lens was therefore explanted and replaced with a different lens. The day after lens replacement, the patient was reported to have 0.25 visual acuity, eye pressure 18 mmhg, anterior chamber was good and slightly contorted pupil. The patient is satisfied with her outcome. No further information was provided.

Manufacturer narrative:
Corrected information: section d6a - implant date: (B)(6) 2013. In the previous report the year was inadvertently selected as 2012. Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 10th march 2022 section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received in a syringe submerged in an unknown aqueous solution. The lens was dried and, no issues that could contribute to stability issues could be identified with the lens. Conclusion: the reported issue is an anticipated/expected event for ar40e and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event rates are documented and monitored during risk management reviews as per jjsv global risk management procedure. Based on the complaint investigation results the complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.